Event description:
The sister of a male pt contacted lifecor customer support on 03/17/2009 to report that the pt had passed away in 2009. She stated he was wearing the device at the time. The home health aid had found the pt slumped over in the home, and wearing the device. Support tried to contact the family for more details. The vest has yet to be returned or downloaded.

Manufacturer narrative:
Device evaluation: the equipment has yet to be returned to lifecor. A supplemental report will be sent if the equipment is returned.